Manufacturer narrative:
The pump was returned to animas for eval. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad is responsive. It was reported that the keypad is intact and there is no water use with the pump.